Manufacturer narrative:
Returned device was received in worn physical condition. During the evaluation of the device, the issue was able to be confirmed during analysis. The display screen was missing pixels. The pcb was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. There was wear and tear to drain fitting, enclosure, front cover, line cord, and pole clamp. The technician filled reservoir with water, attached temp check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. The reported was confirmed. The root cause of the reported issue was found to be missing pixels on display screen. The technician replace printed circuit board (pcb).

Event description:
Additional information received at smiths medical 30-jun-2021: discovered during testing. No patient involvement.

Manufacturer narrative:
Other text: returned device was received in worn physical condition. During the evaluation of the device, the issue was able to be confirmed during analysis. The display screen was missing pixels. The pcb was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 were revealing numbers s on display is not accurate. No patient adverse events reported.